Event description:
Procedure type: eye surgery. According to the reporter: pt returned the day after surgery with her stitch broke in the middle of the stitch line, and required secondary closure. Wound dehiscence immediately after surgery usually results when the suture knot comes untied at one end of the suture. It appeared the stitch snapped in the middle of the stitch line, and the instance occurred during one week.

Manufacturer narrative:
(B)(4).